Event description:
It was reported that the right ventricular (rv) lead has been exhibiting varying impedances on the shock lead over the past year, impedances greater than 125 ohms. Technical services was consulted and recommended programming and troubleshooting changes. At this time, the plan is to continue to monitor the lead via remote monitoring and the patient will be seen in the clinic for follow up in six months. The rv lead remains in service. No adverse patient effects were reported.